Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR showed that there were no issues that would contribute to this complaint condition. The product evaluation visual inspection revealed the flute broken off the shaft at the start of the flute. The flute edges have dents and the channel of the flutes have debris stuck on the device. The product investigation revealed the measurable dimensions were within specifications. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that during a mandible trauma fix the surgeon was drilling through trocar with the clamp on the mandible and the drill would not pass. The surgeon pushed harder on the drill and the drill bit snapped off. The surgeon was able to remove the broken bit and complete the procedure with no adverse effect to the patient.